Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt pulled out of monitor) has been confirmed. Upon eval the trunk cable connector was broken and several wires were exposed. The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6), male, pt's daughter, contacted zoll customer support to report that her father rolled over and pulled the belt plug from the monitor. The "black piece" came apart and the wires were showing. They were unable to hook it back up to the monitor. The pt was issued a replacement electrode belt.